Event description:
It was reported that the device had error code 133.6090 when booting up. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. It was reported that the front case with keypad is being replaced due to a defective keypad resulting in the device not turning on and off. The front case keypad (qty 1 printec p/n tc10012515) was returned inside a plastic bag. The serial number was written on the front display and is suspected to be from the pcu from which it was removed. All parts inspected are manufactured by bd. External and internal inspection was performed on (qty 1 printec p/n tc10012515). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 133.6090 - replaced power switching supply board. Shorted power cord - replaced power cord. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pcu switching power supply. Device history review: a review of the device history record showed the device had a manufacture date of 04/25/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 133.6090 when booting up. No patient involvement.